Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported bent cannula or to determine whether it contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide model: cat45e/cat45f 15546-aw rev d 06/2016 checking your blood glucose 7 / page 98 warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
The patient reported his blood glucose (bg) reached between 21, 22, 23 mmol/l (378, 396, 414 mg/dl) and read "high" (> 27.8 mmol/l) (> 500 mg/dl). Upon inspection, it was noticed that the cannula was bent. The pod was worn for 6 hours on the leg. Correctional boluses were administered (exact amount was not provided) but was not able to lower the patient's bg levels. Hyperglycemia treated by patient with a temp basal rate and bolus.